Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve, an echocardiogram was performed and showed trace paravalvular leak. In addition, an electrocardiogram was performed and showed first degree atrio-ventricular block and left bundle branch block. No treatment was provided; the patient's status was reported to be resolving. No adverse patient effects were reported. Additional information was received which indicated the first degree atrio-ventricular block and left bundle branch block (lbbb) were still present at the 30 day follow-up. No treatment reported. No adverse patient effects were reported. Additional information was received which indicated the first degree atrio-ventricular block and left bundle branch block (lbbb) were still present approximately 11 months following implant. No treatment reported. No adverse patient effects were reported. Additional information was received which indicated the first degree atrio-ventricular block and left bundle branch block (lbbb) were still present approximately 1 year following implant. No treatment reported. No adverse patient effects were reported. Additional information was received to report the adverse event remains ongoing approximately one year, ten months following implant. Additional information received indicated that approximately 2 years and 3 months following implant the left bundle branch block (lbbb) was ongoing. Additional information received indicated that the left bundle branch block (lbbb) was present approximately 3 years and 2 months following the valve implant. Additional information received indicated that approximately 3 years and 7 months following the valve implant an electrocardiogram (ECG) identified atrial fibrillation with a left bundle branch block (lbbb). Patient symptoms and treatment were not reported. Additional information received indicated that approximately 3 months following the transcatheter valve implant the patient presented to the emergency room (ER) with hypertension. At that time, a new rate controlled atrial fibrillation was identified. The patient was started on an anticoagulant twice daily at that time. An electrocardiogram (ECG) performed 1 year following implant showed sinus rhythm, first degree heart block with a left bundle branch block (lbbb). The next ECG was performed approximately 3 years and 7.5 months following the valve implant noted atrial fibrillation. The next ECG was performed approximately 3 months later and also showed atrial fibrillation. The anticoagulant was still prescribed.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.